Event description:
A report was received that a patient is having pain at her ipg site. The physician believes that the ipg is positioned over a nerve. The physician treated the patient with sentinel patches to help with the pain. The physician relocated the patient's pocket site to a more comfortable location and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.